Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable result from coaguchek xs meter serial number (B)(4)and error message indicating the strip was touched or moved during the test. The result at 7:50 am was 5.9 inr and the result at 7:52 am was 4.2 inr. The customer used the same fingerstick for both tests. The customer ran a third test using a new stick on a new finger and the result was 3.1 inr. At the time of phone call with customer support, this result could not be found in the meter memory. The customer had a change in the warfarin dose (decrease in dose after result of 3.5 inr on (B)(6) 2017). There was no allegation of an adverse event. The customer was not anemic, not on heparin, had no antiphospholipid antibodies, no new medication, no change in diet, and no symptoms of a high result. The therapeutic range was 2.0-3.0 inr. The customer stated she was on antibiotics and which were finished on (B)(6) 2017. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Only the customer's meter was received for investigation and was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.2 inr and 2.3 inr, donor hct: 43% and 37%. Testing results: donor 1: masterlot / customer meter and masterlot, 2.2 inr/ 2.3 inr. Donor 2: masterlot / customer meter and masterlot, 2.9 inr/ 2.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. The results of 5.9inr and 4.2inr were performed from the same fingerstick. Per the product labeling, the customer is instructed to never perform another test using the same fingerstick. Review of the meter memory did not find a result of 3.1 inr on the date of the event. Only the results of 5.9inr and 4.2inr were found. Relevant retention test strips (lot 216748-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.